Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The counter pressure measurement board was replaced, resolving the reported complaint. Patient information currently unavailable.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to maintain ventilation of the patient. There was no reported patient injury.